Event description:
The healthcare professional reported that during an angioplasty procedure on (B)(6) 2025, the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 9568617) was in place and the physician initiated the release. During the process of releasing the stent, the tip of the delivery wire appeared abnormal under imaging. The physician only retracted the stent and observed that the tip of the delivery wire was kinked / bent. The physician replaced the stent to complete the procedure using the original microcatheter. There was no negative impact to the patient. On 11-jun-2025, additional information was received. Per the information. The procedure was targeting the internal carotid artery with vessel tortuosity. The information indicated that the tip of the stent was cracked and broken but it was not completely separated. The information confirmed no negative patient impact and no delay in the procedure. Based on the additional information received on 11-jun-2025, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9568617. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.